Event description:
Y-extension became dislodged; male part to female part that is all one piece came apart. Verified no major manipulation occurred. Rn temporarily stopped the intra-lipid infusion and replaced. Physician made aware. No harm to patient.